Manufacturer narrative:
Correction: section e and g were inadvertently left out in the initial report which has been added in this report. Product complaint # (B)(4). Investigation summary: the pump was not returned for investigation. Data log review was not required for this case run. Fluid leak: clinical details indicate that after placing the rp flex introducer and dilator into the patient's right internal jugular vein, the hemostatic valve did not seal upon removing the dilator, resulting in blood leaking from the valve. The introducer was removed over a wire and manual pressure was applied. A new rp flex introducer and dilator were inserted, and after removing the new dilator, the hemostatic valve sealed with no issue. The cause of the fluid leak was not determined without returned product investigation and sufficient clinical details. Device history review: this introducer batch#s9732175 passed all incoming inspection checks.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the physician placed the rp flex introducer and dilator into the patient's right internal jugular vein (rij). Upon removing the dilator, the hemostatic valve did not seal. Blood was coming out of the hemostatic valve. Introducer removed over a wire and manual pressure held. New rp flex introducer and dilator were inserted into the site. New dilator removed and hemostatic valve sealed with no issue. Rp flex catheter advanced through the new introducer without issue. It was reported that the procedure was successful.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.